Event description:
Customer reportedly received results of 403 mg/dl and 132 mg/dl within 10 minutes on the aviva system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.